Event description:
Info received indicates the head hi/low function is drifting down over time.

Manufacturer narrative:
The tech isolated the issue to the emergency trend valve leaking internally. He replaced the emergency trend valve to repair the bed.